Manufacturer narrative:
(B)(6). Device manufacture date: september 1, 2016 ¿ september 2, 2016. The device was received for evaluation containing approximately 120ml of fluid in the bladder. Visual inspection via the naked eye shows no evidence of leak at the blue winged luer or other parts of the unit. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was found leaking from the blue winged cap. This was noticed at the labeling stage. There was no patient involvement. No additional information is available.